Event description:
The customer reported that vials of 0bt348 are discolored and giving prolonged clotting times with level one control. If quality control testing is not properly performed prior to using a discolored vial of 0bt348 to test patient samples, erroneous pt clotting times and/or inr values may be reported. This corresponds to ortho-clinical diagnostics complaint number, 98-02057-05.